Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noticed insulin on the guide rail when the cartridge was removed from the pump during a supply change. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 226 mg/dl.